Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Prior to implant, the average power appeared to be normal. After implant, it became high. Technical services (ts) was consulted and confirmed the device battery consumption was stable but above expected due to an unknown hardware malfunction. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Prior to implant, the average power appeared to be normal. After implant, it became high. Technical services (ts) was consulted and confirmed the device battery consumption was stable but above expected due to an unknown hardware malfunction. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Prior to implant, the average power appeared to be normal. After implant, it became high. Technical services (ts) was consulted and confirmed the device battery consumption was stable but above expected due to an unknown hardware malfunction. The pacemaker was explanted and successfully replaced. The product has returned to boston scientific. No additional adverse patient effects were reported.